Event description:
It was reported that, during a laser lithotripsy procedure to treat kidney stones, the fiber was being used at approximately 60 watts. While lasing, the green aiming beam was present. Spontaneously, the consultant, who was observing closely behind the physician, was burned by the laser which was observed to be a round mark on the back of his tricep that was approximately the size of a "0" in size 12 font. At the same time, green aiming beam was no longer visible on the screen indicating there was damage to the sheath. It was noted that the fiber remained visibly intact. The physician replaced the fiber, and the procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that, during a laser lithotripsy procedure to treat kidney stones, the fiber was being used at approximately 60 watts. While lasing, the green aiming beam was present. Spontaneously, the consultant, who was observing closely behind the physician, was burned by the laser which was observed to be a round mark on the back of his tricep that was approximately the size of a "0" in size 12 font. At the same time, green aiming beam was no longer visible on the screen indicating there was damage to the sheath. It was noted that the fiber remained visibly intact. The physician replaced the fiber, and the procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
The device component is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The IFU also states that a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported adverse effect of a burn is a known risk associated with use of the device as indicated in the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.